Event description:
It was reported that the external pulse generator (epg) had turned off while connected to a patient. The epg was turned on again, and it started; however, the epg turned off again several hours later. There were no patient complications reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) had turned off while connected to a patient. The epg was turned on again, and it started; however, the epg turned off again several hours later. There were no patient complications.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: further review prompted a change in the device analysis results. Evaluation summary: (B)(4) no anomalies were found.